Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Bone quality must be adequate to allow proper placement of suture anchor. A clinical investigation concluded that no relevant supporting clinical information was provided. The patient impact beyond the reported events could not be determined based on the limited information provided. Based on insufficient information, a thorough clinical assessment could not be performed. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a right shoulder arthroscopic surgery associated with the use of a "microraptor regenesorb suture anchor (ub ii # 1 str bl cb)"; the patient experienced a right shoulder adhesive capsulitis, to treat the adverse event, the patient underwent for a shoulder arthroscopic lysis of adhesion, extensive debridement, and subacromial decompression. The patient outcome is resolving. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.